Manufacturer narrative:
Method: device history record review, work order search. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was likely to have contributed to the complaint. The surgical facility reported, the lens was positioned correctly, however, insufficient viscoelastic agent was used in the injector. The root cause of the complaint is user error (insufficient viscoelastic agent/loading error). A lens work order search was performed and no similar complaints were found. (B)(4).

Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The customer reported the trailing haptic of the +19.0 diopter cc4204a collamer single piece lens tore off during insertion. The lens was removed and replaced without any injury to the patient. The reporter stated the lens appeared to be loaded properly, however, further investigation revealed the event was caused by insufficient viscoelastic in the injector. The event was due to a loading error.

Manufacturer narrative:
Per medical review - reportedly, trailing haptic was torn off during insertion requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. According to the report, by a nurse, dated on (B)(6) 2015 the internal investigation revealed that the cause of the event was user error ("lack of viscoelastic while loading"). (B)(4).

Manufacturer narrative:
(B)(4): evaluationresults:visual inspection of the returned lens showed tears in the lens and a haptic was torn off and missing. (B)(4).